Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus) / recommended removal following ultrasound revealing coil in uterus") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils did not release properly" and device monitoring procedure not performed "no. Test was not covered and I did not have the funds". Concomitant products included antibiotics for cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) , the patient experienced cervicitis ("cervicitis"). In (B)(6) 2017, the patient experienced menopausal symptoms ("hormonal changes: premenopausal"). In (B)(6) , the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and procedural pain ("this was very painful during the process and I believe the pain never did go away"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, alopecia, menopausal symptoms, weight increased, back pain and vulvovaginal pain had resolved, the uterine perforation, abdominal pain, dysmenorrhoea, fatigue, cervicitis, migraine and headache outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: I was awake for the procedure and was aware that one of the coils did not release properly. This was very painful during the process and I believe the pain never did go away. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. On (B)(6) 2017:recommended removal following ultrasound revealing coil in uterus. On (B)(6) 2017:pathology. Diagnosis: uterus, cervix, bilateral tubes cervix: squamous metaplasia, chronic cervicitis and nabothian cysts. Endometrium: benign, late secretory phase endometrium. Myometrium: unremarkable. Serosa: slight adhesions. Right fallopian tube: silver metallic coil, cystic walthard rests. Left fallopian tube: silver metallic coil, benign hydatid cyst of morgagni. Gross description: right fallopian tube: cross sections show in-place sliver metallic coil. Left fallopian tube: there are two clear fluid-filled paratubal cysts, 0.7 and 1.2 cm in greatest dimension. The lumen contains a silver metallic coil. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet was received: events onset date were added. Events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus) / recommended removal following ultrasound revealing coil in uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no. Test was not covered and I did not have the funds". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), menopause ("hormonal changes: premenopausal"), cervicitis ("cervicitis"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("this was very painful during the process and I believe the pain never did go away") and device deployment issue ("one of the coils did not release properly"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, alopecia, menopause, weight increased, back pain and vulvovaginal pain had resolved, the uterine perforation, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, cervicitis, migraine, headache and device deployment issue outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, cervicitis, device deployment issue, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, migraine, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: I was awake for the procedure and was aware that one of the coils did not release properly. This was very painful during the process and I believe the pain never did go away. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. (B)(6)2017:recommended removal following ultrasound revealing coil in uterus (B)(6)2017:pathology diagnosis: uterus, cervix, bilateral tubes cervix: squamous metaplasia, chronic cervicitis and nabothian cysts. Endometrium: benign, late secretory phase endometrium. Myometrium: unremarkable. Serosa: slight adhesions. Right fallopian tube: silver metallic coil, cystic walthard rests. Left fallopian tube: silver metallic coil, benign hydatid cyst of morgagni. Gross description: right fallopian tube: cross sections show in-place sliver metallic coil. Left fallopian tube: there are two clear fluid-filled paratubal cysts, 0.7 and 1.2 cm in greatest dimension. The lumen contains a silver metallic coil. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia,fatigue, hair loss, premenopausal, cervicitis, migraines/headache, perforation (uterus), weight gain, one of the coils did not release properly & device monitoring procedure not performed. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.